Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting noisy episodes on the tip to ring channel. It was additionally reported that the rv lead triggered a lead integrity alert due to non-sustained ventricular tachycardia episodes and sensing integrity counter (sic). There was oversensing also observed on the rv lead. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.